Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer¿s wife advised she noticed the lancet was not retracted when the customer was attempting to perform a test with his new softclix device. Lancet is protruding with a properly seated lancet from the end cap. No adverse event alleged. A request was made for the return of the device.